Manufacturer narrative:
On the 25th of november 2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. To date, the frequency of worldwide reported incidents of delamination of the coating is (B)(4). While there have been no long term or irreversible patient effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.

Event description:
It was reported that during use of a connect guide wire on an unknown date, in an unknown patient, a piece of the coating peeled off the guide wire. The guide wire was able to be successfully withdrawn along with the peeled coating without any adverse patient effects. The outcome of the procedure was as expected and the patient is fine. There was no clinically significant delay in the procedure reported. No additional information was provided.